Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty. Reportedly, there was excessive oozing after clip deployment. The oozing was arterial. Manual arterial compression was applied for 10-15 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, six unused sterile starclose se devices with the same lot number, 40110k1, as the complaint device were returned for evaluation. All unused devices passed visual inspection and functional testing. A cause for the complaint device reported event could not be determined based on the investigation findings from the tested sample. Based on a visual inspection and functional analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.